Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The stm that was dispatched to the event site evaluated the iabp and verified the internal helium leak. The stm replaced the helium fill manifold assembly and completed calibration check, functional testing and safety checks to factory specification. The iabp passed all testing and was deemed ready for patient use.

Event description:
It was reported that while preparing the cardiosave intra-aortic balloon pump (iabp) to initiate therapy on a patient, a helium leak was discovered. The iabp was switched and therapy was successfully initiated. In addition, it was later reported to the visiting getnge service territory manager (stm) that this event occurred during use. However, there was no adverse event reported.